Event description:
It was reported that the customer was in the emergency due to high blood glucose of 26.9mmol/l and was treated with the insulin pump. The customer stated that the insulin pump was not delivering insulin. It was stated that the customer experienced nausea, fever, vomiting, headache, and ketones. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.